Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of low transmitter battery. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. The reported issue of low transmitter battery is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. A pairing test was performed and it passed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.